Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reportedly experienced elevated blood glucose readings up to hi (>600 mg/dl) requiring hospitalization; was treated with IV fluids and novolog insulin. Caller alleges the infusion set disconnected from her body between the tubing and headset. Infusion set has been discarded; no product will be returned.